Event description:
It was reported that the pt lost his ability to hear with a vibrant soundbridge between implantation surgery and the first fitting. The implant was a 100% ok. The pt was explanted in 2009.

Manufacturer narrative:
The device has been explanted and has been returned to facility, where it will be evaluated. When available, a device analysis will be submitted as a f/u report.